Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A service technician reported that during a vitrectomy procedure they could not clear a displayed system message. The procedure was not completed.

Manufacturer narrative:
With no additional, related information provided, the customer reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 31, 2014. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records in did not reveal any related non-conformity during manufacturing for this system. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Pneumatics main controller printed circuit board (pcb) was received for evaluation. A visual assessment of the returned sample did not reveal any nonconformity. The sample pcb was installed in a calibrated system which did not display any system messages (sm) during or after the boot up sequence. The pneumatics module passed all relevant tests. The returned parts were determined to have met specification. Therefore, the root cause cannot be determined conclusively. (B)(4).